Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the meter and no issues were observed. The meters indicator lights were not observed. Meter did not power on with button, cal bar or test strips, and the usb cable communication was unsuccessful. Meter was de-cased and an internal inspection was performed, no issues were observed. Further investigation of the returned product determined the cause to be isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Further testing of the crystal oscillator was performed and the crystal did not output. The crystal was replaced with a known good crystal and the returned meter powered on with button press and strip insertion. This issue is confirmed to a faulty crystal oscillator. All pertinent information available to abbott diabetes care has been submitted.